Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due diabetes ketoacidosis. Customer's mother stated that the insulin pump was not delivering enough insulin. It was also reported that the customer had a stomach virus which caused his blood glucose readings to go up to 648 mg/dl. Customer was given tylenol for the fever and taken to the hospital. Customer also stated that when she took the mio infusion set out of the package the needle was shaped like an l. No further information reported.